Manufacturer narrative:
Conclusion: it is unknown if a temporal relationship exist between the ccpd treatment with the liberty cycler and the patient experiencing abdominal pain and subsequent hospitalized on (B)(6) 2017. There is no documentation to suggest a causal relationship between the patient need to go to the hospital for acute abdominal pain and the subsequent discovery of severe microcytic anemia resulting in the transfusion of 1 unit of packed red blood cells, thrombocytopenia or leukopenia and the liberty cycler. However, as per the ER physician description of the patient¿s physical appearance of ¿chronically ill appearing, cachectic female¿ and reported weight of (B)(6), it plausible that this patient has multifactual complications from a complex comorbid history including sle which is effecting her current health status; specific treatment or therapies during hospitalization is unknown. However, the is no allegation that the liberty cycler malfunctioned or did not perform as expected. The patient continues ccpd therapy during the hospitalization using her dialysis equipment from home with the patients¿ husband completing ccpd treatments.

Event description:
Information in the complaint file and medical records were reviewed. During a due diligence follow-up call for an unrelated event it was learned from the peritoneal dialysis (pd) nurse that this (B)(6) year old female end stage renal disease (esrd) patient utilizing continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2017. The patient presented to the emergency room (ER) with complaints of worsening abdominal pain for the past several days. The pain started near the left sided port (type unknown) where the patient has chronic pain for which the patient takes hydromorphone by mouth without effect. The patient also complained of feeling lightheaded and having increased generalized weakness, nausea without vomiting and one episode of dark diarrhea yesterday ((B)(6) 2017). The patient denied any melena, hematochezia, fever or chills. The patient does make urine and denied any urinary complaints. In the ER, the patients¿ physical exam included: ¿chronically ill appearing, cachectic female that appear to be in some pain¿ the patients¿ assessment was negative except for a systolic heart murmur (no other information known) and some lab values (listed below). The patient refused abdominal palpation because of severe pain. It was reported that the patient had completed some dialysis the morning of (B)(6) 2017, however, nothing else related to the dialysis prior to hospitalization or during hospitalization is known. It is also documented that the patient is very skinny and per the patient has been losing a lot of weight since going on dialysis. Active diagnosis included: severe anemia, microcytic, improving on steroids, thrombocytopenia, improving on steroids, leukopenia, esrd on peritoneal dialysis, abdominal pain ¿ better, elevated lipase, cytopenia, systemic lupus erythematosus (sle). During the hospital course the patient received 1 unit of packed red blood cells (prbc) for a low blood count. However, other care and treatments during the hospital course is unknown. The patient was discharged to home on (B)(6) 2017. It is noted that the patient had been in the ER for anemia 7 weeks prior and signed out against medical advice. However, the patient reported receiving 2 units of prbcs and an injection (unknown what) by her physician on an unknown date.

Manufacturer narrative:
(B)(4). Cytopenias, systemic lupus erythematosus. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient was reportedly hospitalized on (B)(6) 2017 due to low hemoglobin levels and gastrointestinal issues. The pd patient was able to continue with peritoneal dialysis therapy while hospitalized. Medical records were received and revealed the patient was hospitalized with chief complaints of cytopenias and systemic lupus erythematosus. The medical records were being reviewed by a post market surveillance clinician.